Manufacturer narrative:
The device has not yet been received by the manufacturer. When the device is received, an investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the device was leaking sterile saline during testing prior to the procedure. The account had a back up to use and there was no clinically relevant delay. There are no allegations of adverse consequences associated with this event.